Event description:
Reportedly, on (B)(6) 2025, the smartview connect is not able to make transmission since (B)(6) 2025. The "4g" symbol is light up, but "connectivity" is in red. Rebooting the device, changing the location, or repositioning the sim card did not resolve the issue.

Manufacturer narrative:
The subject device has not been returned yet, no investigation could be performed at the time.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the device is not able to communicate or connect to network. Several reboots did not resolve the issue. The sim card has been verified and is functional. Review of the event log shows that the last communication to back-office occurred on 18-january-2025, the network was most probably lost at this date. No errors, abnormal behavior or other findings were found to explain the reported event. The most probable hypothesis is that a hardware issue or a software malfunction occurred. This case is retained for trend purposes.

Event description:
Reportedly, on 10-april-2025, the smartview connect is not able to make transmission since february 2025. The "4g" symbol is light up, but "connectivity" is in red. Rebooting the device, changing the location, or repositioning the sim card did not resolve the issue.